Event description:
A report was received of the pt experiencing discomfort at the pocket site. The pocket site was relocated from the pt's beltline to a more comfortable location. The pt is reportedly doing well and having no discomfort.

Manufacturer narrative:
This is the final report.